Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation results: the console was received and an eval completed. The investigation confirmed that the console displayed a "torque limited" message. A design change has been implemented for this failure mode. This failure mode will continue to be monitored.

Event description:
The customer reported that during use in a shoulder arthroscopy procedure the console displayed a torque limited error message and the shaver handpiece would not operate. The facility's attempts to get the equipment to operate with other devices was unsuccessful. As a result, the surgeon was unable to complete the surgery. At this time, the pt is reported to be doing fine and it is unk if the pt will require an additional surgery.